Manufacturer narrative:
Report not confirmed for the em100-a. Evaluation could not reproduce the reported malfunction of stalling. However, it was noted that the shaft was broken. This finding may have contributed to the user¿s experience. No conclusion can be drawn for the tool. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a brain tumor exeresis procedure, the device failed and the cutting tool didn't rotate when in contact with the bone. It was reported that there was a 60-minute procedure delay and the procedure was completed using a backup device. On follow-up, it was reported that the patient had a prolonged anesthesia exposure while preparing for a backup device during the delay. It was confirmed that the patient had no further issues post-surgery. It was also reported that there was no issue with the tool and it will not be returned for evaluation.